Event description:
From the time the device was inserted until present day, I have experienced constant nausea, pain in my pelvis, excruciating ovulation, menstrual cycles that are very painful and heavy with tons of clots, rashes, an allergy to jewelry and a sense of mental fog. Recently, in the last 12 months, my sense of mental fog has turned into anxiety and anger. My symptoms have gone from bad to worse! My implants have migrated! I now have severe inflammation in my joints, including but not limited to my hips. I am constantly having pregnancy symptoms. My menstrual cycles are out of whack. Finding a doctor that will take this seriously has been nearly impossible. Not one doctor has done any lab tests to confirm or deny that essure is/isn't the problem! I was also diagnosed with chronic pancreatitis(not related to alcohol or diet) and anxiety disorder.